Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced kinked cannula issue after the removal of the set. Reportedly the blood glucose level of the patient was 523 mg/dl and had positive and large ketones. The patient had polydipsia, chest pain, vomiting, nausea, abdominal pain, strong fruity breath odor and symptoms of dehydration (dizzy, lightheaded). Subsequently, she was hospitalized and received insulin via injection as corrective treatment. It was stated that she had onset of menopause. She was hospitalized since three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.